Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant was completely covered by bone, peri-implantitis, mobility, asymptomatic. Spontaneous loss - the patient lost the implant and came in with the implant in the hand.